Manufacturer narrative:
The lens was returned for analysis. Microscopic examination found a dark colored spot nearer to the edge of the optic. The lens was rinsed in an ultrasonic bath for one full minute. The dark spot did not wash off. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information provided and the fact that the packaging was opened, we are unable to determine a root cause.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed a small dark spot on the lens that looked like a foreign body. The incision was enlarged to remove the lens. The lens was then removed from the capsular bag and replaced with a different model lens. The patient underwent routine post-op care following surgery.